Manufacturer narrative:
25-apr-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Looser head and rattle...work loose during brushing separating from the spindle of the motor unit below - oral-b [device connection issue] seem harder than previous brushes - oral-b [device physical property issue] product counterfeit - oral-b [product counterfeit] case narrative: male consumer via e-mail reported that the oral-b precision clean toothbrush heads rattled and worked loose during brushing, separating from the spindle of the motor unit of the oral-b toothbrush handle. They seemed harder than previous oral-b toothbrush heads. No injury was reported. (B)(6) 2024 via image: the concomitant product was oral-b rechargeable toothbrush handle 3710. No injury was reported. 07-feb-2024 case update from information initially learned on 17-jan-2024 via image: the suspect product lot number was 99347338. No injury was reported. 25-apr-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Looser head and rattle...work loose during brushing separating from the spindle of the motor unit below - oral-b [device connection issue]. Seem harder than previous brushes - oral-b [device physical property issue]. Case narrative: male consumer via e-mail reported that the oral-b precision clean toothbrush heads rattled and worked loose during brushing, separating from the spindle of the motor unit of the oral-b toothbrush handle. They seemed harder than previous oral-b toothbrush heads. No injury was reported. 17-jan-2024 via image: the concomitant product was oral-b rechargeable toothbrush handle 3710. No injury was reported.